Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported hematoma, myocardial infarction, stenosis, stroke/cva, thrombosis/ thrombus, unspecified infection, and vascular dissection and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of unspecified infection, stenosis, thrombosis, stroke/cva, hematoma, vascular dissection, myocardial infarction are listed in the absolute pro peripheral self-expanding stent system instructions for use as possible complications. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D6a: estimated date. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report number. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported in an article summary that the purpose of the study was to compare the safety and effectiveness of endovascular treatment (et) and open surgical reconstruction (or) in patients with complex unilateral iliac lesions sparing the common femoral artery. From august 2015 till november 2020, eligible patients presenting with steno-occlusive iliac lesions were randomized to either "et" or "or." The prespecified primary outcomes were technical success, 30-day primary and secondary patency, and complication rates. Secondary outcomes were major adverse limb events and primary and secondary patency all at 36 months. The et patients received either an absolute pro self expanding stent or an omnilink elite balloon expandable stent. Of the 450 patients evaluated, 202 were randomized (101 in the et group and 101 in the or group). The average length of hospital stay was shorter in the et. In 4 out of 101 cases, completion angiography during balloon angioplasty of the contralateral cia showed dissection, necessitating the application of the kissing-stent technique in et group. The 30- day postoperative complication rate was 3.96% in the et group and 15.84% in the or group. At 30 days, et group had thrombosis, hematoma requiring surgery, stroke. The primary patency rates at 36 months were 88.12% in the or group and 75.25% in the et group. At 36 months, et group had myocardial infarction, death, restenosis, thrombosis, amuptation and stent infection. This randomized trial found that et was associated with a significantly shorter hospital stay and lower rates of postoperative complications, while secondary patency rates up to 3 years were not different. However, the primary patency at 36 months was significantly higher after or. Additional information can be found in the article "iliac artery stenting versus open surgical reconstruction for complex unilateral iliac lesions: a randomized trial".